Event description:
Following an atv rollover accident over the weekend, the patient had no stimulation sensation. The patient had trauma to the low back area at the implantable neurostimulator (ins) and extension area. The ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. A 5 minute physician mode recharge (pmr) was done in an attempt to reset the ins. Following this, the ins was read with the physician programmer and it stated "ins is discharged", which contradicted the patient's report of having stimulation at the time of the accident. The ins was charged for approximately 15 minutes. Impedance measurements were normal. It was noted that the patient typically charged 1x/month for approximately 2 hours at time; the ins battery would be at or below a 50% charge level (she used the stimulator intermittently). Prior to the accident, the patient reported having to charge for a longer duration than she had in the past. They were unable to get the ins battery to hold a charge. An ins replacement was scheduled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)